Event description:
Allegedly, the bone wedge broke in to multiple unusable pieces when the surgeon attempted to tap the wedge into place.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.